Manufacturer narrative:
Block h6: imdrf device code a0501 captures the reportable event of inner shaft/sheath detachment of device or device component. Block h11: a wallflex biliary stent was received for analysis. Visual examination of the returned device found the inner sheath detached and the outer sheath found peeled. No other damages were noted to the delivery system. The reported event of stent failure to deploy was confirmed. The investigation concluded that the reported events and the additional observed damage were likely due to factors encountered during the procedure. It is possible that the lesion characteristics, handling of the device, the technique used by the physician, limited the performance of the device and contributed to the reported event and observed problems. Therefore, the most probable cause of the reported events is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a wallflex biliary stents was implanted to treat a malignant stricture in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) stent placement procedure performed on (B)(6) 2025. The patient's anatomy was not tortuous. During the procedure, the stent was attempted to be deployed, but the stent would not come off the sheath. Another wallflex biliary stent was used to complete the procedure. There were no patient complications as a result of this event. Note: this event has been deemed an MDR-reportable event based on the investigation results which revealed that the inner sheath was detached. Please see block h11 for full investigation details.